Manufacturer narrative:
Patient (B)(6). Race: creole ethnicity. This report is for an unknown acdf device/unknown lot. Part and lot numbers are unknown; UDI number is unknown. It is unknown if the device has been explanted. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that prodisc-c clinical study patient (B)(6) was implanted with unknown acdf devices at the c5-c6 level on (B)(6) 2003. No complications were reported during surgery. Patient was discharged to home on (B)(6) 2003 and completed the study on (B)(6) 2013. The following complications were reported: on (B)(6) 2005 - anticipated migraine headache, intervention cervical massage manipulation, resolved. On (B)(6) 2008 - unanticipated neck pain, intervention chiropractic manipulation, ongoing. On (B)(6) 2011 - anticipated neck and arm pain with adjacent disc degeneration requiring surgery (index level fusion had no noted issues), intervention surgery at adjacent level to implant a total disc replacement (tdr). This report is for adverse event: (B)(6) 2011 - anticipated neck and arm pain, adjacent degeneration requiring surgery (index level fusion noted no issues), intervention surgery to implant total disc replacement (tdr), resolved this report is for an unknown acdf device. This is report 1 of 1 for (B)(4).